Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, battery tube threads, cracked end cap, minor scratched display window, cracked and bleeding lcd glass, cracked case at battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cracks on the reservoir compartment and on the display. The customer also reported that the battery cap had a crack as well. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.